Event description:
Multiple discordant results were obtained on patient samples tested for multiple methods on an advia 2400 instrument. The discordant results were reported to the physician(s). The moving average quality controls (qc) monitored by centralink alerted the customer that there was an issue. The samples were repeated on the same instrument after troubleshooting, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that the laboratory's two water systems received maintenance while the advia 2400 instrument was in operation, processing samples. The customer stopped the instrument operation and ran two wash 2 cycles to flush the water systems. The customer discussed the event with the water system company. The cause of the discordant results was due to a failed maintenance procedure on the water system during operation. The instrument is performing according to specifications. No further evaluation of the device is required.